Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined that the comb was damaged; however, the repair was not completed because the account requested that the unit be returned unrepaired device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Actions were previously initiated to address the DHR issue. The event is confirmed.

Event description:
It was reported that this device had a bent plate. Evaluation of the device later revealed that there was a damaged comb. There was no surgery at all and there was no patient involvement. No adverse events were reported as a result of this malfunction.